Event description:
It was reported that during central processing, the medium-large clip applier had a frayed wire. There was no report of patient involvement. Intuitive surgical, inc. (Isi) attempted to obtain additional information via follow-up. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) confirmed and replicated the customer reported complaint. Fa found the primary failure of loose grip cable to be related to the customer reported complaint. For clarification, the instrument was found to have a loose grip cable at the distal end. The root cause of this failure is attributed to mishandling/misuse. Additional observations not reported by site that are related to the primary failure were that after opening the housing, the instrument was found to have a broken clamping pulley at the proximal end. This failure caused the grip cable, intuitive motion and clip test failures of the instrument. This instrument¿s grip tips were also not moving intuitively, i.e. They were not following the mtm input commands smoothly. The instrument was found to have failed the clip test. The clip did not fully close onto the test tubing. The root cause of these failures are attributed to mishandling/misuse. Additional observations not reported by site that is not related to the customer reported complaint include signs of corrosion that were found on the instrument bearings. The pitch and grip input disk bearings exhibit orange discoloration. The root cause of corroded/contaminated instrument bearings is typically attributed to misuse, most commonly caused by improper cleaning/reprocessing techniques. A review of the device logs for the medium-large clip applier instrument (part#470327-12/ lot/serial#(B)(4)) associated with this event has been performed. Per this review of the logs, the instrument was last used on (B)(6)2022. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: failure analysis confirmed a failed clip test with the finding of a loose grip cable. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.